Event description:
Customer's mother reported that the insulin returned a failed battery test. Customer's mother also reported that the insulin pump's battery compartment was cracked. Most recent blood glucose level was 202.4mg/dl. No further info was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the displacement test. The insulin pump had a cracked case near the display window corner, cracked reservoir tube lip, cracked battery tube threads and a stained end cap sticker. The insulin pump was monitored and all operating currents tested within the specified range. No failed battery tests alarms were noted.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.